Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer¿s blood glucose level was over 1600 mg/dl at the time of incident. The customer was assisted with troubleshooting. Caller stated that the patient was in hospital for 20 weeks in comma due to high blood glucose event. Customer stated that the drive support cap was sticking out. Customer stated that the insulin pump had unexpected restart. A cold reset was performed and had to reset the time. The customer did not mention any treatment and symptoms related to high blood glucose event. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to perform a carelink upload. Customer does not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08775 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No unexpected restart alarm noted during testing or after the battery change. No unexpected pump reset noted. Drive support disk was inspected and no anomaly was noted. Device had intermittent button response on the act button due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, a small crack on the display window corner, cracked battery tube threads, scratched reservoir tube window and a partially broken off reservoir tube lip.